Event description:
It was reported, "revision cup, insert, head. Patient fell, acetabular fracture, ball stayed in acetabulum and tore cup out of pelvis. Complex revision orif used cage and revision thr."

Manufacturer narrative:
Information received via data summary report from site in support of an investigator sponsored study. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.